Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine in 1989 and cholecystectomy (B)(6). Previously administered products included for an unreported indication: ibuprofen in 2009. Concurrent conditions included overweight. Concomitant products included ibuprofen for migraine and headache. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("migraines"), fatigue ("fatigue"), alopecia ("hair loss ") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and weight increased ("weight gain"). On an unknown date, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urination problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("left side of torso and lower"), uterine cervical pain ("cervix pain") and arthralgia ("right hip area of abdomen pain"). The patient was treated with surgery (underwent tubal ligation and oophorectomy (bilateral removal of ovaries)). At the time of the report, the pelvic pain, headache, dysmenorrhoea, dyspareunia, abdominal pain lower, uterine cervical pain and arthralgia had resolved and the vaginal haemorrhage, menorrhagia, bladder disorder, female sexual dysfunction, urinary tract disorder, migraine, fatigue, weight increased, alopecia and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine cervical pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Event injury replaced with events from pfs- abnormal bleeding vaginal, abnormal bleeding, menorrhagia, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, hair loss, gastrointestinal or digestive system condition. Lot number, concomitant disease, historical condition, historical drug were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 24-year-old female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine in 1989, cholecystectomy (age 16), gravida I and parity 1 on (B)(6) 2009. Denies vaginal discharge, vaginal bleeding. No associated weight change.she denies allergies and specifically denies allergies to metals including nickel. Previously administered products included for prevent pregnancy: depoprovera on (B)(6) 2009; for an unreported indication: ibuprofen in 2009. Concurrent conditions included overweight, female sterilisation since (B)(6) 2009, ovarian cyst since (B)(6) 2010, dysthymic disorder since (B)(6) 2010, tobacco use disorder since (B)(6) 2010, groin pain since (B)(6) 2010, endometriosis since (B)(6) 2014, polycystic ovaries since (B)(6) 2014, hysteroscopy since (B)(6) 2009, pelvic discomfort since (B)(6) 2010, general anesthesia, smoker (less than 1/4 pack cigarettes per day), dysthymic disorder, endometriosis and ovarian cyst. Concomitant products included ibuprofen since 2009 for migraine and headache as well as lorazepam since 2010 and losartan since 2014. In 2009, the patient experienced urge incontinence ("difficulty holding urine"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), hormone level abnormal ("low hormones") and irritable bowel syndrome ("ibs"). In (B)(6) 2009, the patient experienced visual impairment ("vision changed") and vision blurred ("vision blurry"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On (B)(6) 2010, 5 months 5 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urination problems"), abdominal pain lower ("left side of torso and lower"), uterine cervical pain ("cervix pain") and arthralgia ("right hip area of abdomen pain"). The patient was treated with surgery (underwent tubal ligation and oophorectomy (bilateral removal of ovaries)). At the time of the report, the pelvic pain, female sexual dysfunction, headache, dysmenorrhoea, dyspareunia, alopecia, abdominal pain lower, uterine cervical pain and arthralgia had resolved, the vaginal haemorrhage, bladder disorder, urinary tract disorder, fatigue, weight increased, gastrointestinal disorder, hormone level abnormal, visual impairment, vision blurred, irritable bowel syndrome and urge incontinence outcome was unknown, the menorrhagia was resolving and the migraine had not resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urge incontinence, urinary tract disorder, uterine cervical pain, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: right and left side - 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming-pelvic pain, abdominal pain." Most recent follow-up information incorporated above includes: on 8-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Event onset dates and event outcome added. Events headaches, low hormones, vision changed, vision blurry, ibs and difficulty holding urine added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 24-year-old female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine in 1989, cholecystectomy (age 16), gravida I and parity 1 on (B)(6) 2009. Denies vaginal discharge, vaginal bleeding. No associated weight change.she denies allergies and specifically denies allergies to metals including nickel. Previously administered products included for prevent pregnancy: depoprovera on (B)(6) 2009; for an unreported indication: ibuprofen in 2009. Concurrent conditions included overweight, female sterilisation since (B)(6) 2009, ovarian cyst since (B)(6) 2010, dysthymic disorder since (B)(6) 2010, tobacco use disorder since (B)(6) 2010, groin pain since (B)(6) 2010, endometriosis since (B)(6) 2014, polycystic ovaries since (B)(6) 2014, hysteroscopy since (B)(6) 2009, pelvic discomfort since (B)(6) 2010, general anesthesia, smoker (less than 1/4 pack cigarettes per day), dysthymic disorder, endometriosis and ovarian cyst. Concomitant products included ibuprofen since 2009 for migraine and headache as well as lorazepam since 2010 and losartan since 2014. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced urge incontinence ("difficulty holding urine"). In september 2009, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), hormone level abnormal ("low hormones") and irritable bowel syndrome ("ibs"). In october 2009, the patient experienced visual impairment ("vision changed") and vision blurred ("vision blurry"). In february 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On (B)(6) 2010, 5 months 5 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urination problems"), abdominal pain lower ("left side of torso and lower"), uterine cervical pain ("cervix pain") and arthralgia ("right hip area of abdomen pain"). The patient was treated with surgery (underwent tubal ligation and oophorectomy (bilateral removal of ovaries)). At the time of the report, the pelvic pain, female sexual dysfunction, headache, dysmenorrhoea, dyspareunia, alopecia, abdominal pain lower, uterine cervical pain and arthralgia had resolved, the vaginal haemorrhage, bladder disorder, urinary tract disorder, fatigue, weight increased, gastrointestinal disorder, hormone level abnormal, visual impairment, vision blurred, irritable bowel syndrome and urge incontinence outcome was unknown, the menorrhagia was resolving and the migraine had not resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urge incontinence, urinary tract disorder, uterine cervical pain, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: right and left side - 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on 17-dec-2009: total bilateral occlusion . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming-pelvic pain, abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.